Event description:
A customer contacted beckman coulter inc (bec) reporting that their access 2 immunoassay system generated troponin (accutni) results, within the risk stratification range, for two patients. The customer has a repeat protocol in place for all positive accutni results. If the first result is >0.03ng/ml, the sample is run on another access 2 analyzer within their laboratory. If the results do not agree, an aliquot is re-spun and the sample is run in a sample cup on both access 2 instruments. Upon repeat, on another instrument within their lab, the accutni results were lower, within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per data provided, all levels of qc have been within the customer's established ranges on the date of the event, and for the month prior to this event. The non-reproducible false positive accutni result was generated on a passing calibration dated (B)(6) 2012 using accutni reagent lot 118473 with calibrator lot 121451. A system check dated (B)(6) 2012 recovered within specifications. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse verified the instrument and addressed multiple areas; however, there were no significant findings. The cause of the erroneous results is unknown. The following mdrs are being submitted for this event that occurred at this customer site: 2122870-2012-00906 and 2122870-2012-00908. Patient 2 information is provided: age: (B)(6) years gender: female.